Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v190602, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v187680, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v190602, implanted: (B)(6) 2009, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3389s-40, lot# v187680, implanted: (B)(6) 2009, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Additional information received reported there was a 50% or greater symptom reduction. The cause of the event was not determined and it was unknown if it was device related. Reprogramming was needed. The patient felt the deep brain stimulator was not working as well for symptoms as the battery life had decreased. The patient was switched to monopolar left subthalmic nucleus for better symptom control and battery life until replacement. The reprogramming was done on (B)(6) 2014. The patient had not recovered and symptoms were ongoing. Symptoms were better in monopolar. Dyskinesia had occurred and she had decreased "stalenol." Implantable neurostimulator (ins) replacement surgery was scheduled for (B)(6) 2014.

Event description:
It was reported that there was a loss of therapeutic effect. There were symptoms that had had a sudden onset. The patient had misplaced her patient programmer. For the past year prior to the date of this report the patient had been monitoring the battery and it had been hovering at 26%, the patient inquired what happened when the battery died. The patient was having issues walking. Two weeks prior to the date of this report the patient had started to get out of bed and was unable to stand up. This had been happening every day. The patient¿s second dose of medication was not working very well, medications were stalevo and mirapex. Patient¿s hips were almost frozen. The patient¿s healthcare professional had not been updated on the patient¿s symptoms and the patient had last been seen about a month prior to the date of this report by the healthcare professional. The implant was 5 years old. No interventions or outcome for the event was provided. Further follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.